Event description:
Patient admitted for placement of right renal stent. Occlusive plaque, atherectomy performed. Device placed, 2 hour, 20 minutes dwell time. Hematoma developed after removal of device and manual compression. Patient taken to the or for repair of the retroperitoneal bleed.